Event description:
Customer's mother reported that she performed a blood glucose test on her child, who was not feeling well, using a freestyle meter. A reading of 81 mg/dl was obtained. A comparison test was performed on an xceed meter and the result obtained was 60 mg/dl. The child was experiencing symptoms of hypoglycmeia: "shaking, weakness, etc". The child's mother did not change the child's medication based on the freestyle meter result. It is unknown what treatment was rendered to ameliorate the child's symptoms.

Manufacturer narrative:
The device has been returned and an investigation has determined the readings issue was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.